Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was intubated through the mouth due to respiratory failure. The test was intact before intubation. After successful intubation, the ventilator continued to alarm for low tidal volume. After removal, it was found that the tracheal tube cuff was leaking air significantly. The tracheal tube was replaced and re-intubated. The patient was repeatedly intubated, which increased the patient's pain and caused damage to the patient's mucosa.